Event description:
Reference number (B)(4). Event occurred in the united states. On 09-august-2024, it was reported by the patient he receive an alarm. In troubleshooting blockage was found at the site. No further information was available.